Manufacturer narrative:
Customer concern inulin flow block at random times for the past several weeks on (B)(6) 2021. Device passed the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected alarms noted during basal deliveries. The history was download successfully using thus software. No unexpected delivery alarms or occlusions delivery alarms noted on formatted history file on event date (B)(6) 2021. However, insulin flow block stop found on (B)(6) 2021. No cosmetic damage noted during visual inspection noted. Device was confirmed for no insulin flow block alarm on event date. Device passed required testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had recurring insulin flow block alarm. Customer stated that insulin pump had insulin flow block alarm at random time for the past several weeks and had done all troubleshooting but the insulin flow block alarm persisted. Customer stated that they stopped wearing insulin pump for few days and went back to insulin injection. During troubleshooting it was found that insulin was not reused, mixed, expired or denatured. Customer had not tried different cannula length and selected site location with sufficient subcutaneous tissue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.